Event description:
It was reported "during a total laparoscopic hysterectomy, the vcare balloon let loose during extraction of the uterus through vagina."

Manufacturer narrative:
This is FDA reportable due to sentinel event reported on medwatch 1320894-2008-00081. The device is not being returned to conmed. A supplemental report will be filed after the quality engineering investigation has been completed. Two other medwatches reported for same facility, same physician, same event. Samples for evaluation being returned from former events. Linked medwatches: 1320894-2010-00075, and 1320894-2010-00076.